Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated results on a patient when processing on alinity c processing module. Potassium of 6.6 mmol/l, repeat on other instrument 4.0 mmol/l (normal range 3.5-5.1 mmol/l). Sodium of 182 mmol/l, repeat on other instrument 140 mmol/l (normal range 136-145 mmol/l). Chloride of 133 mmol/l, repeat on other instrument 103 mmol/l (normal range 98-107 mmol/l). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. During the fsr¿s visit, the customer ran fresh calibrators and quality controls and all parameters were in range. No specific cause for the issue was identified, however, a pre-analytical sample integrity issues cannot be ruled out. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint. There have been no further reports of discrepant results from the customer since the current complaint. A review of the product labeling concluded that the issue is sufficiently addressed. The alinity ci-series operations manual addresses operational precautions and limitations; troubleshooting of the fluidics subsystem and addresses troubleshooting of erratic sample results. A review of historical data revealed no adverse trend, systemic issues, or nonconformance associated with alinity c system. A search for nonconformance was performed and there were no non-conformances or potential non-conformances identified for the part associated with this ticket. The most recent product monitoring review for clinical chemistry systems was reviewed. Review of the found no systemic issue or trend for the issue associated with this ticket. The evaluation did not identify a systemic issue or product deficiency.